Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary artery in a 64 year old female who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 46 of support, while in the intensive care unit, there were suspicions of a clot in the inlet due to decreased flows on the pump. It was decided to expedite permanent lvad placement, which was performed that same day and the 5.5 explanted. This event is conservatively reported as thrombosis and the pump flow issue prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of was low or blocked pump flow unable to be determined as limited clinical details were provided and no product was returned for review.